Manufacturer narrative:
The device was returned to zoll medical corporation; the reported malfunction was observed and attributed to a faulty system interconnect flex cable. The cable was replaced to correct the reported malfunction. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self-test for defib and pacer. Complainant indicated that there was no patient involvement in the reported malfunction.